Event description:
Covidien (B)(4) received a report of a n-550 audio failure for non sounding an alarm and no pulse tones. There is no pt harm reported.

Manufacturer narrative:
The covidien service center checked the equipment and they found loose connections with the speaker cable, and that the connection was associated to a dropped device.